Event description:
It was reported that approximately one month ago, in (B)(6) 2012, the patient experienced a loss of therapeutic effect after the patient struggled to get up from the floor. The patient added that it was not after a fall. The patient saw their physician and x-rays were taken, which ruled out a broken hip. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1992 (B)(6), product typ extension, product ID 3487a, lot# l30309, implanted: 1992 (B)(6), product typ lead. (B)(4).